Manufacturer narrative:
This report is submitted on 13 november 2019.

Event description:
Per the clinic, the patient experienced irritation and inflammation at abutment site, subsequently the patient was placed under general anaesthesia to change the abutment on (B)(6) 2019.